Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not feeling well and mentioned they had a heart rate in the forties according to their home pulse oximeter. It was noted that cardiac resynchronization therapy defibrillator (crt-d) was programmed with a lower rate of sixty beats per minute. The device is still in use. No further patient complications have been reported as a result of this event.